Event description:
The entire device was removed from the pt and replaced due to "malfunction."

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional. Cylinder had a fatigue leak. Tubing was functional.